Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that during a pars plana vitrectomy procedure when activating the laser there was no aiming beam of the laser probe, and the laser did not stay on 'repeat', but immediately switched to single shot. The case was completed after replacement of the medical device without harm to the patient. Additional information was requested but not received.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Three laser probes were received. On visual assessment of one returned sample, the tip was damaged and the protecting sheathing was missing. No further testing could be performed with a nonconforming tip. The other two probes met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).